Event description:
Issues with bard 18g disposable core biopsy instrument (mc1825), gun is misfiring and is getting stuck when retracting needle. Occurred with multiple guns from 2 different lots (lot #: rehv2156 and rehs2751). Issues were noted when testing gun prior to biopsy today. Guns from both lot numbers have been taken out of rotation.